Event description:
It was reported that the patient underwent a posterior fusion at l4-5, l5-s1 using rhbmp-2/acs. In or around 2008 it was reported that the patient was diagnosed with an inflamatory reaction to infuse, unanticipated bone growth, osteolysis, pain, radiculitis, and other unspecified injuries. It was reported that the patient has never recovered from his surgery and he continues to have severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with pain at l4-l5 and l5-s1 and underwent the following procedures: segmental instrumentation with peek rods at l4-s1, bilateral facetectomies on the right at l4-l5 and l5-s1 by decomposition, discectomy with interbody device, bmp and allograft. As per op-notes, ¿placed 7 x 35 screws at l4-l5 and 7.5 x 35 screw at s1. All these were used to penetrate the anterior cortex. Tapped at both levels at l4 and l5. The screws were probed, tapped and placed independently endplate cutters as well as hydro dissection to clean the disk and a 10 x 22 mm with bmp anterior to this. After this was completed, appropriate sized peek rods were tied in position and tightened. These were 15 mm rods. On the right side, similar screws were placed, 7.5 x 35 l4-l5. Again tapping and probing to make sure there was no cortical breakthrough.¿ the patient tolerated the procedure well and no complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2008 the patient underwent a posterior lumbar interbody fusion in which rhbmp-2/acs was used. Reportedly, in or around 2008 the patient was diagnosed with chronic pain. As a result the patient has required extensive medical treatment. It was reported that the patient has never recovered from his surgery and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.